Event description:
It was reported that possible premature battery depletion was seen with this device. A request for review was needed to verify premature battery depletion. A review by engineering noted that the power consumption of this device had increased over the past year. The device was malfunctioning and should be explanted and returned for analysis. Engineering noted that assuming the device behavior remained unchanged there was sufficient battery capacity to support therapy and replacement for at least ninety days. At this time the device remains implanted. No adverse patient effects were reported.